Manufacturer narrative:
Contact attempt was made to the customer requesting pump to be returned for investigation. The customer was declined and stated that they will call back in the future if they decide to return the pump.

Event description:
Info received from a medwatch # (B)(4), as follows: attending nurses found that pt was somnolent and observed that pump stated 85 cc remain but the medication bag was empty. Narcan were given to wake up the pt. During which time, biomedical team found that the pump had a bent door. Rate and dosage provided were 0 basal, 0.3mg bolus every 10 mins for 6 doses per hour.